Manufacturer narrative:
The getinge service territory manager (stm) that had inspected the iabp, reported that he was able to reproduce the reported issue. The fse re-seated the tubing connections in the cart and determined that the issue is in the cart and not the console by testing with alternate cart. The fse installed the high pressure regulator, coiled cord, helium tubing kits and connections to resolve helium leak that was caused by disconnecting tubing while troubleshooting, used multiple bottles of helium while testing helium leak. The fse had also replaced the 3500 psi pressure transducer due to damaged while removing from assembly. The reason the 3500 psi pressure transducer was replaced on this repair is that it screws into the assembly for the high pressure regulator and usually becomes damaged cosmetically upon removal so it is the right thing to do to replace this part when replacing this assembly. The fse then completed the repair with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during functional testing a low helium alarm was activated in the cardiosave intra-aortic balloon pump (iabp) even though the helium bottle was half full. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) inspected the unit and determined the unit needed parts to be replaced. However, the repair is not complete pending ordered parts to complete the evaluation. A supplemental report will be submitted when the completion of service becomes available..

Event description:
It was reported that during functional testing a low helium alarm was activated in the cardiosave intra-aortic balloon pump (iabp) even though the helium bottle was full. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, b6, b7, d11, h2, h6 (type of investigation, component codes), h10, h11 corrected fields: d4 (model#), h4, h6 (medical device - problem code). Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period (mar-2019 through feb-2021 ) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
N/a.